Manufacturer narrative:
The investigation for the high purge pressure has been completed. There were no data logs returned. The returned product had moldy biomaterial all in the purge gap, and high purge pressure reproduced. The pump was soaked for 10 minutes in warm water but it still remained. The catheter was cut and fluid was expelled from the catheter purge lumen. Based on the device evaluation, the root cause of the high purge pressure is most likely due to biomaterial. Corrections to the initial MFR report: b5-the initial report stated that "use of the device cannot conclusively be associated with the outcome." It should have stated "it was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome."

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that the impella 5.5 was removed due to high purge pressure system blocked alarm. The patient eventually expired after care was withdrawn. Use of the device cannot conclusively be associated with the outcome.